Manufacturer narrative:
Event date is estimated. The allegation is against one of two leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000129010. It was reported to abbott, a patient was experiencing episodes of blacking out after feeling a jolt in their neck. X-rays showed one lead had migrated. The patient underwent a revision where 2 octrode leads, and swift-lock anchors were explanted. Effective therapy was established post op. It was determined, the patient did have lead migration due to patient having syncope episodes and falls of unknown cause. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported one of the patient's leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2023 during which the existing leads were explanted and replaced.